Event description:
It was reported that low impedance on the lead was observed. The svc impedance was 101 ohms yesterday and was previously in the 70 ohm range. The lead remains in use. No patient complications have been reported as a result of this event.

Event description:
Asku

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Patient alert for out of tolerance subthreshold lead impedance was observed on (B)(6) 2010. Svc defibrillation lead impedance rose from 72 ohms on (B)(6) 2010 to 101 ohms on (B)(6) 2010, then back to 66 ohms on (B)(6) 2010.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.